Event description:
A customer reported a media evaporation / dried vial with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The load was released and used on patients. There was no injury or harm associated with the issue. The incubator temperature is unknown. It is unknown if the chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Analysis for the product code of ¿load not recalled¿ was reviewed for the past 12 months ((B)(4) 2012 through (B)(4) 2013.). The risk is categorized into "as low as reasonably practicable". Correction: trending analysis by lot number was performed from (B)(4) 2012 to (B)(4) 2013. The risk acceptability indicates that this is considered "broadly acceptable". There were four other reports of 'dried vial' in that time frame. Device evaluated by manufacturer. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review for this complaint. Since there were multiple reports of dried vial originating from ous customers, it's possible that shipping was a contributing factor. The original packaging materials were not returned. The assignable cause is physical damage of unknown origin. The lot has since expired and no further evaluation into root cause will be performed. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number and failure mode and effects analysis. The DHR (device history record) was reviewed. No broken ampoules were observed during in-process or finished product inspection, and all specifications were met at the time of product release. No anomalies were observed during DHR review that would contribute to this issue. Trending analysis for the product code of ¿dried vial¿ was reviewed. Over the past 12months (september 2012 ¿ august 2013) there is no significant trend. Trending analysis for the product code of ¿load not recalled¿ was reviewed for the 12 months period (september 2012 ¿ august 2013). The risk acceptability for the past 12 months is considered to be "broadly acceptable". Trending analysis by lot number was performed. The lot history from 11/05/2012 to 3/21/2013 was reviewed. (B)(4) similar incidents linked to ampoule damage were reported in that time frame. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. It was reported that no further event details are available, therefore it's unknown if the bi was crushed before processing as well as if ampoule integrity was confirmed before processing. One (1) suspect bi was returned for evaluation. The suspect bi had a golden ci disc, indicating peroxide exposure. A single spore discs and single (B)(6) liner was present. There was staining on the (B)(6) liner consistent with the presence of media fluid during the sterrad® cycle. There were no stress marks from crushing the outer vial. However, the inner ampoule contained no media and a piece of the glass ampoule was broken. Micro-fractures in the ampoule glass can occur as a result of ampoule defect, manufacturing error, or physical trauma during shipping and handling. The IFU instructs to confirm ampoule integrity prior to use, however micro-fractures may not always be observed. Thirty-two (32) retains bis were subject to functional evaluation. There was no physical bi damage or leakage observed after sterrad processing. A manufacturing-related issue was eliminated as a probable cause since the retain product was found to meet specification and no anomalies were observed during DHR review that would contribute to pre-existing ampoule damage.

Manufacturer narrative:
Ni